Event description:
It was reported that during a shoulder procedure, the pump started pumping very fast and the patient experienced swelling on his shoulder. The surgery was not completed and no date of rescheduled surgery was provided at the time of this report. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.